Event description:
Report received of a malfunction resulting in a suction oral brush disengagement. Report stated during mouth care on a 60 year old, male intubated patient, half of the foam ¿tore off¿ and remained in the patient¿s mouth. Foam was unable to be removed with a yankauer cannula. A medical intern performed an exam with a laryngoscope in order to visualize the piece of foam and it was located and removed without issue. Patient was sedated at the time of the event. Patient experienced no serious outcome. Device involved in the event is being returned for investigation. It was reported that there was a 30 minute delay in procedure, additional information was requested to provide additional details. Additional information was requested to determine if this was the initial use of the device.

Manufacturer narrative:
Device was returned to the facility for inspection. Visual inspection of the device showed the top half of the foam missing from the head of the suction toothbrush. Where the foam is missing, there is still foam residue remaining in the location of where the glue is applied, indicating the presence of glue. Production history records were reviewed. All in-process quality checks indicated passing results. A labeling review of the finished good was performed. The instructions for use state "do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or cannot comprehend commands. Use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a choking/aspiration hazard. May not function as intended/potential risk of cross-contamination if device is reused." The review of the label is adequate for the intended use of the device and did not contribute to the reported failure. No definitive root cause could be determined.

Manufacturer narrative:
Manufacturer investigation is ongoing pending additional information from reporter and return of device.

Event description:
Report received of a malfunction resulting in a suction oral brush disengagement. Report stated during mouth care on a (B)(6) year old, male intubated patient, half of the foam ¿tore off¿ and remained in the patient¿s mouth. Foam was unable to be removed with a yankauer cannula. A medical intern performed an exam with a laryngoscope in order to visualize the piece of foam and it was located and removed without issue. Patient was sedated at the time of the event. Patient experienced no serious outcome. Device involved in the event is being returned for investigation. It was reported that there was a 30 minute delay in procedure, additional information was requested to provide additional details. Additional information was requested to determine if this was the initial use of the device.